Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during initial drain on the home choice (hc). The home patient (hp) stated the hp was connected at the time of the alarm. There were no leaks or wet lines, clamps were closed on the spare lines, and the hp did not disconnect at any time. The technical service representative (tsr) explained the se 2240 and assisted to clear the alarms so the hp may reset up again with a new cassette and bags. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.